Manufacturer narrative:
(B) (4). Evaluation summary: quality assurance analysis revealed that the three stent implants were returned with blood and contrast. The stent delivery systems were not returned. The 8 mm and 15 mm stent implants were returned on the distal end of a guide wire and snare. The snare is on the proximal end of the 8 mm and 15 mm stents. The 8 mm was returned inside the proximal end of the 15 mm. The proximal end of the 8 mm and 15 mm was mangled. The entire length of the 12 mm and 15 mm stent implants were stretched. There was no other damage noted to the stent implants. The outer diameter measurements of the stent implants could not be taken due to the damages. Product performance engineering reviewed the incident info and analysis of the returned products. It was reported that the target lesion was a heavily calcified lesion. It should be noted that the mini vision IFU states: the risks and benefits for each pt should be considered, particularly pts with resistant (fibrotic or calcific) lesions that cannot be pre-dilated enough. The analysis noted the 2.25x8mm mini vision stent was returned dislodged, confirming the reported dislodgement. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is likely an interaction with the heavily calcified lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent, facilitating dislodgement. In addition, if the 15 mm and 12 mm stents were overlapped in the lesion, this would have contributed to all the stents ultimately being removed during retrieval of the dislodged 8 mm stent by the snare device, as the stents would have become entangled. It was noted in the return analysis of the stent that the 8 mm stent was inside the proximal end of the 15 mm stent, as it is likely that the snare device captured the 15 mm stent also; therefore, removing all the stents. The reported removal of foreign body and therapy/non-surgical treatment is a result of the pti attempts to retrieve the dislodged stent and likely contributed to the reported stent damage. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. No corrective action will be implemented in this case, as the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement, additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: stent dislodgement requiring intervention. Device issue: stent dislodgement. It was reported that predilatation was performed prior to stenting. A 2.25 x 15 mini vision stent was deployed distally, and a 2.25 x 12 mini vision was deployed at the proximal side of the 15 mm stent. A 2.25 x 8 mini vision was delivered to be deployed at the proximal side of the 12 mm stent, but during advancement, the 8 mm minivision stent had dislodged near the lesion because of heavy calcification. The dislodged stent was retrieved with a gooseneck snare; however, when outside the pt it was noted that not only the 8 mm stent, but the 12 mm and 15 mm deployed stents were inadvertently explanted during the removal. Three other mini vision stents were placed successfully to treat the pt. No additional event or pt info is available.